Event description:
It was reported that a continuous glucose monitor error 42 occurred. There was no adverse impact to the customer. The pump was reset, and the customer continued to use the pump for insulin therapy.